Event description:
Device malfunction: suture break. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure for an unspecified vessel after an interventional procedure. Reportedly, the rail suture broke during knot advancement. The device was removed and hemostasis was achieved using an angio-seal. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.